Event description:
Soon after completing all required training online and with the certified pump trainer employed and assigned to me by beta bionics, inc., I started using this new ilet insulin pump, I experienced a series of major insulin overdoses which were delivered by pump using life-threatening dangerous and faulty algorithms. As an experienced insulin pump user, I knew these events were not normal, and actually nearly killed me by administering at least two, if not more, near fatal overdoses of insulin, for which I had no control over, until approximately 8-10 hours later when I just had to remove the device from my body altogether. During these sudden-onset overdoses, I needed to have assistance keepingme in a semi-conscious state so I could consume massive amounts of glucose tablets, several doses of odansetron (an anti-emetic), highly concentrated fruit juice, and two doses of glucagon (baqsimi). I surely would have died that day without my family member's rapid response and assistance. Even after blood glucose would briefly stabilize, I subsequently received more insulin bolus overdoses. I followed the training by beta bionics exactly and precisely to the letter and still nearly died. This pump is dangerous.